Event description:
Customer reported an implant loss - periimplantitis_ call with the customer; he wants the same replacement again. Sap number has been requested. Lot number is incorrect.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.